Manufacturer narrative:
A review of the sample photos observed a tampon and there is no visible string in the applicator tube. Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported that prior to use of a tampon the string was missing. Since she did not use the tampon there was no medical attention required and no adverse health effects.